Event description:
Following a rotational atherectomy procedure, the maverick2 monorail balloon ruptured at 3 atms. The number of inflations and to what atms is unknown. No patient injuries or complications were reported. Patient status is listed as "good".